Event description:
The customer reported that the system would display a communication error message during fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative checked the tapping on the transformer. The system was tested and found to be working as intended and put back in service.